Event description:
After removal of the sphenoidal electrode, a small piece of the right electrode was noted to have broken off. Facial x-rays and CT scan demonstrated that it is retained in the soft tissue of the face. There are no plans for surgical removal at present.